Event description:
It has been reported to the MFR (novus scientific) that a physician who used the device ("tigr" or tigr matrix surgical mesh) for breast reconstruction experienced, during a pt follow up visit, that the pt's breast was a bit stiff, similar to capsular contracture. The physician claims that tigr formed a thick (stiff) scar plate that he thinks may potentially be the cause of capsular contracture. He also claims that the mesh did not expand as predicted during the expansion phase. The mesh was eventually explanted. The pt is now stable and no further issues observed.